Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Prior to procedure, lead noise was noted on the right atrial lead. The lead was capped and replaced during the procedure on (B)(6) 2019. The patient was stable.

Event description:
New information notes that oversensing was also observed.